Event description:
It was reported that the patient underwent implantation of an intraocular lens which had to be removed in the same procedure due to a bent haptic. In addition, it was stated that the patient's optic did not have the structural support needed for the intraocular lens which resulted in a decrease in intraocular pressure. Furthermore, the incision was enlarged during removal and the patient went home aphakic.

Manufacturer narrative:
(B)(4) - incision enlargement.remove and replace intraocular lens within the same procedure.decrease in intraocular pressure.bent haptic.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The sample was received with only half of lens with the haptic attached. The sample was inspected at 10x microscope magnification where small, loose particles were observed on the sample (part of the lens optic body) compatible with handling the lens such as during the implant/removal process. No damages in the attached haptic, of the sample received, was observed. The condition observed in the lens received (cut approximately in half) was consistent with a lens that had been removed from the patient's eye. A review of the manufacturing records was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures was done and did not show any changes were in manufacturing method, inspections or specifications that could be related with this complaint type. All pertinent information available to abbott medical optics has been submitted. Placeholder.